Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that they have had several catheters that come out of the package with a barb or burr on the plastic end of the catheter. As a result, the catheter will not thread into the pts' artery and a new kit is opened and placed successfully. There have been no delays in treatment, no pt death and no pt complications reported. There have been no known problems with pts due to this issue.